Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (0.5 mg/ml) via an implanted pump. The initial dose of the morphine was started at 0.15975 mg/day and had since been increased to 0.18352 mg/day. It was reported that the patient had indicated that their chronic pain had not diminished since implant. The previous pump refill showed appropriate levels in the pump reservoir. On (B)(6) 2023, the patient underwent a catheter dye study procedure. The physician accessed the catheter access port and attempted to withdraw; however, was unable to withdraw from the port. The reason for being unable to withdraw is unknown. The physician was going to follow up with the patient in the office. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# hg6bxlq07 implanted: (B)(6) 2022 explanted: product type catheter product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 12-jul-2024, UDI#: (B)(4) ; product ID: 8784, serial/lot #: (B)(6), ubd: 18-nov-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.